Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
The applier misfired; some clips did not line up properly and clips fell into the patient but they were retrieved. The patient's condition was reported as fine.